Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital with chest pain approximately four days post implant of this of a transvenous implantable cardioverter defibrillator (ICD). A pneumothorax was observed as this right ventricular (rv) lead was found to have perforated the rv apex by almost 3.5 centimeters. The hospital thinks the perforation was likely due to the patient's underlying cardiomyopathy and his pectus excavatum causing unusual forces on the lead during cardiac pulsation. A revision procedure was performed, and this lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital with chest pain approximately four days post implant of this of a transvenous implantable cardioverter defibrillator (ICD). A pneumothorax was observed as this right ventricular (rv) lead was found to have perforated the rv apex by almost 3.5 centimeters. The hospital thinks the perforation was likely due to the patient's underlying cardiomyopathy and his pectus excavatum causing unusual forces on the lead during cardiac pulsation. A revision procedure was performed, and this lead was removed from service and replaced. No additional adverse patient effects were reported.